Manufacturer narrative:
Evaluation results: patients condition affected effectiveness of device (lesion morphology) ¿ 90% stenosis, moderate calcification and moderate tortuosity. (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 90% stenosis, moderate calcification and moderate tortuosity. Device not returned - device not returned for evaluation. Unable to confirm complaint - (device or procedural images not provided for review). (B)(4).

Event description:
Physician was attempting to use one sprinter legend balloon to treat a moderately calcified lesion in the rca with 90% stenosis and moderate tortuosity. No abnormalities noted during device inspection and preparation before the operation. It was reported that the balloon ruptured before reaching rated burst pressure (rbp). The physician stopped using the relevant device and used a new device to complete the operation. There was no adverse event to the patient.